Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision to remove the damaged iol and implanted a different lens. The incision was closed with sutures.

Manufacturer narrative:
The iol was inspected and showed a distorted haptic and an optic cut in 2 pieces. The lens met all manufacturing criteria prior to release. While we were unable to determine the definitive cause of the damage, our investigation reasonably suggests, it is not manufacturing related.